Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was blank. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and battery cap contacts and battery compartment or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No blank display noted. The pump passed the self test and displacement test. The pump was monitored and no blank display noted during testing. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open and traces of moisture on pcba1, force sensor and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked case (battery tube) and battery tube threads cracked. In summary, customer alleged blank display not confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.